Manufacturer narrative:
The company representative observed that the drive offset was out of limits. He adjusted the drive offset to within range and verified stability of the drive offset. The iabp was tested to factory specification. It functioned normally and was returned to the customer. (B)(4).

Event description:
The customer reported that while the iabp was in use on a patient, the iabp generated an "autofill failure" alarm. The patient was switched to another iabp and therapy was continued. No patient injury was reported.